Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor textured saline breast implants and suffered several unexplained systemic symptoms, including hormonal issues (low estrogen, low progesterone), thyroid issues (low thyroid), low dha, inflammation, high glucose level, low msh, low growth hormone level, antibodies to nervous system, fatigue, has hhv6, and hashimoto. The patient had a consultation with a healthcare professional and was advised to contact mentor regarding warranty. During the consultation, the patient was diagnosed with right-sided capsular contracture (grade unknown). Mammogram and sonogram performed sometime in 2018 and 2019 reported normal results. The patient is currently scheduled for another sonogram. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The implantation date and event date were estimated as (B)(6) 1999 and (B)(6) 2001 respectively based on available information. This report is for the right-sided prosthesis.